Event description:
The patient developed atrial fibrillation spontaneously following treatment with a diamondback coronary orbital atherectomy device (oad). The site deemed the event was not related to the oad. Additional information was received indicating during an atherectomy procedure using a diamondback 360 coronary orbital atherectomy device (oad), a myocardial infarction occurred. This was identified during an angiographic image review by clinical endpoint committees (cec) adjudication following the procedure. The cec determined this event to be possibly related to orbital atherectomy.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).